Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was cycling off (cutting out and no generator sound was detected) over and over while using. Customer abandoned evh and opened the arm to complete removal of the radial. Patient had to have radial taken with open technique, closed with a scar. No further patient issues.

Manufacturer narrative:
Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was cycling off (cutting out and no generator sound was detected) over and over while using. The cutter of the harvesting device failed to deliver energy. The polyfuse was in effect as the generator was not sounding. There was delay as they pulled a second kit (which also failed). Customer abandoned evh and opened the arm to complete removal of the radial. Patient had to have radial taken with open technique, closed with a scar. There was no additional bleeding from patient. No related transfusion was indicated. The power setting was set to 3 per IFU. Cords were switched out. Adapter was also switched out. The cords and adapter change made no change in issue. No further patient issues.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 09/24/2022. An investigation was conducted on 10/04/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be slightly flexed at the center of the hot jaw but remained attached at the base and tip of the hot jaw due to normal clinical use. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. The black sheath closest to the base of the jaws was observed to be peeled away, exposing the inner contents of the base of the sheath closest to the base of the jaws. Blood was also observed on the harvesting handle. The cannula was also returned for evaluation. There were no visual defects observed on the cannula or the intact c-ring. An electrical evaluation was conducted on the harvesting device. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over (04) repetitions using "max life test method (B)(4). The device activated and transected tissue (04) times with no cautery failure observed and with no excessive smoke observed. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test (B)(4). The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test with no excessive smoke observed. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the complaint for the reported failure ¿electrical/electronic property problem¿ was not confirmed, but was confirmed for the analyzed failure "peeled;shaft". The lot # 25161862 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.